Event description:
The reporter stated the surgeon iserted a aq2010v three piece silicone lens.the lens haptic tore upon insertion into the eye. The incision was enlarged to remove the lens and required a suture to close the wound.